Event description:
An impella rp flex device was inserted into the right internal jugular vein in a 68-year-old female patient presenting in society for cardiovascular angiography & interventions (scai) stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for right heart failure post-operative cardiothoracic (CT) surgery. During the procedure, there was a pump stop that occurred multiple times after the repositioning sheath was inserted. The pump was exchanged and the second device was implanted deeper to ensure the motor housing and the inlet were away from the sheath. The impella is being reported due to the temporary hemodynamic support during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.